Manufacturer narrative:
As reported, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and perforated the inferior vena cava (ivc) wall and caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, which require or required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusion within the ivc does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and perforated the inferior vena cava (ivc) wall and caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, which require or required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, d4, g4, g7, h1, h2 and h6. Section b5: additional information received per the discovery form (df) states that the patient experienced perforation of the inferior vena cava. Six filter legs perforated into the wall of the inferior vena cava and one leg perforated the aorta. As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of pulmonary embolism (pe) that had been treated with coumadin. The patient¿s history also included knee pain, a total left knee replacement, cardiomegaly, hypertension, myocardial infarction and coronary artery disease. The patient also had a recent history of a wound infection in the knee requiring intravenous antibiotics and was scheduled for planned removal of the prosthesis and re-do surgery. The filter was implanted via the right common femoral vein and deployed in an infrarenal location. The patient is reported to have tolerated the procedure well and without immediate complication. Approximately eight years and seven months after the implantation, the patient became aware that six of the filter struts had perforated into the wall of the inferior vena cava and into the aorta and was associated with blood clots, clotting and/or occlusion of the ivc. The patient further reported having experienced stress, anxiety and abdominal and upper stomach pain. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported perforation events could not be confirmed and the exact cause could not be determined. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and thrombosis and/or occlusion within the ivc and/or vasculature do not represent a device malfunction. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The following additional information received per the patient profile form (ppf) indicates that the patient became aware of the reported events on or about eight years and seven months post implantation. The patient reports that the filter perforated into organs and to be suffering from stress, anxiety, abdominal and upper stomach pain. According to the information received in the medical records, the patient had a history of pulmonary embolism (pe), which was treated with coumadin, a total knee replacement, cardiomegaly, hypertension, myocardial infarction and coronary artery disease (cad). Due to a wound infection which required the removal of the prosthesis and a redo surgery, the patient was referred to undergo the filter placement. During the implantation procedure via the right common femoral vein, the filter was deployed below the renal veins. A post deployment angiograph showed the filter was in good position. The patient tolerated the procedure well and had no immediate complications. As reported, the patient underwent placement of trapease inferior vena cava (ivc) filter. Per the medical records, the patient had a history of pulmonary embolism (pe), which was treated with coumadin, a total knee replacement, cardiomegaly, hypertension, myocardial infarction and coronary artery disease (cad). Due to a wound infection which required the removal of the prosthesis and a revision surgery, the patient was referred to undergo the filter placement. During the implantation procedure via the right common femoral vein, the filter was deployed below the renal veins. A post deployment angiograph showed the filter was in good position. The patient tolerated the procedure well and had no immediate complications. The filter subsequently malfunctioned and perforated the ivc wall and caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the ivc. Per the patient profile form (ppf), the patient became aware of the reported events on or about eight years and seven months post implantation. The patient reports that the filter perforated into organs and to be suffering from stress, anxiety, abdominal and upper stomach pain. The product was not returned for analysis as it remains implanted. A review of the device history record (DHR) associated with lot r0608101 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was also reported that there was perforation of the ivc and other organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.